Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen (unknown dose and concentration) via an implantable infusion pump for an unknown indication for use. It was reported on (B)(6) 2016 that the healthcare provider reported that the patient was hospitalized last "noc" (believed to be nov) due to overdose of the baclofen pump. It was stated that the patient was flaccid. It was stated a manufacturer's representative interrogated the pump last "noc" (believed to be nov) and everything looked okay and the patient's symptoms improved. It was stated the patient had complained of hearing an alarm on (B)(6) 2016 and stated it sounded like when the old pump would alarm. It was stated that the healthcare provider did not have a physician programmer and did not follow baclofen pump patients. It was unknown if the patients logs had been checked. It was stated the healthcare provider would contact the manufacturer's representative so they could interrogate the pump. The overdose occurred on (B)(6) 2016 and the pump alarm occurred on (B)(6) 2016. It was noted that the manufacturer's representative interrogated the pump on (B)(6) 2016, but the results of the interrogation were unknown.

Manufacturer narrative:
"Last noc" was mistaken to mean (B)(6). It was corrected to "last night".

Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen (unknown dose and concentration) via an implantable infusion pump for an unknown indication for use. It was reported on (B)(6) 2016 that the healthcare provider reported that the patient was hospitalized last "noc" (night, (B)(6) 2016) due to overdose of the baclofen pump. It was stated that the patient was flaccid. It was stated a manufacturer's representative interrogated the pump last "noc" (night, (B)(6) 2016) and everything looked okay and the patient's symptoms improved. It was stated the patient had complained of hearing an alarm on (B)(6) 2016 and stated it sounded like when the old pump would alarm. It was stated that the healthcare provider did not have a physician programmer and did not follow baclofen pump patients. It was unknown if the patients logs had been checked. It was stated the healthcare provider would contact the manufacturer's representative so they could interrogate the pump. The overdose occurred on (B)(6) 2016 and the pump alarm occurred on (B)(6) 2016. It was noted that the manufacturer's representative interrogated the pump on (B)(6) 2016, but the results of the interrogation were unknown.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp did not have access the charts and was not able to recall any information except that they did have to replace the pump. The hcp was unable to provide patient information or physician information.